Manufacturer narrative:
(B)(4): manufacture date: 11/11/2015. The packaging of a tx30v device was received for analysis, the packaging was returned partially open. Upon visual inspection, it was noted that the tyvek was delaminated and a piece was adhered to the seal after it was removed from the blister. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique; however, no conclusion could be reached as to what may have caused this condition. A lot record was review and no anomalies were noted during the packaging process.

Manufacturer narrative:
(B)(4).attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that prior to use on a thoracotomy procedure, when the device was picked, it had a tear on the tyvek packaging. The device was compromised and not used. Procedure completed with same/like device. There was no adverse consequence to the patient.